Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206, serial/lot#: (B)(6), UDI#: (B)(4), product ID: unk_mazorx_3dcam and product ID: kit1378, software version 5.0.1. H3, h6) software data was received and is pending analysis. Codes b21, c21, and d16 are applicable. H6) multiple annex a codes were applied to capture this event. A0908 captures the depth perception inaccuracy, a0512 captures the arm being sent to a position where a collision was about to happen and a23 captures the volume not generating properly. A1-5: select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that a 3define scan was performed and then the arm was sent to position where a collision was about to happen. It seemed the volume was not generated properly. There was no patient involvement. Additional information received from a manufacturer representative reported that this occurred during a procedure. The arm collision occurred during the snapshot step, after 3define. The 3define camera created a real time volume of the patient, in spite of which when the arm was sent to snapshot position it was colliding with the patient, so the emergency button was pressed to avoid it. An attempt was made to set target again, and the arm was sent to the right side, as earlier it was done from left. The result occurred. The case had to be completed with a virtual work volume. No patient harm reported. Additional information was received. It was reported that there was no impact to patient's outcome, surgical delay was less than one-hour, and the procedure being performed was a minimally invasive (mis) transforaminal lumbar interbody fusion (tlif). Additional information was received. It was reported that a test was performed on a dummy spine model and it was clearly visible that the depth perception of 3define camera was not accurate. Video received showed the software not corresponding on the screen when a probe was placed on the patient. Additional information was received. It was reported that the inaccuracy appeared to be more than 10 millimeters (mm).

Manufacturer narrative:
H3, h6) a software analysis was performed. In summary, it was found the issue was related to a software defect in regards to the inaccuracy of the work volume and the 3define camera. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.